Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device analysis found that the battery depletion was normal. For (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the outer insulation was melted, the outer insulation had a cosmetic depression and there was apparent explant damage.

Event description:
It was reported that the left ventricular lead had high thresholds and that the device may have had premature battery depletion. The device was removed, the lead was capped, and both were replaced. No patient complications have been reported as a result of this event.